Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset instructions and assisted the caller through the process, resulting in the error code not displaying again. The caller then successfully started their sensor session.